Event description:
It was reported that the pulse generator exhibited backup operation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found the pulse generator to be in bvvi mode. When programmed to nominal settings, loaded with 500 ohms on each c hannel and tested under stressful conditions, the pulse generator passed all tests and exhibited normal characteristics. No reversion to bvvi was observed. The cause of the initial reversion to bvvi mode could not be determined.